Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/ lobectomy, the reload was attached to the handle and the first firing was completed without problem. At the second firing, there was no problem with the jaws open/close and approaching, but after the green button was pressed, the handle could not be squeezed and firing could not be performed. When a new cartridge was opened to deal with the issue, firing was able to be completed without problem. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.